Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to start up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the main pc software had crashed, preventing the system from starting up normally. To resolve the reported issue, the fse reinstall the main pc and restore the settings. After reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.